Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Patient identifier was provided to the FDA via medwatch/user report (B)(4). The information was redacted from the copy received by the manufacturer on (B)(4) 2017. The manufacturer's representative (rep.) Visited the site the following day, (B)(4) 2017 to troubleshoot and test both systems. The case logs were reviewed and reflected the systems had generated the reported error code. The rep could not duplicate the reported issue, both systems worked as intended. While the manufacturers rep. Was on site the customer informed them the patient had brief ischemic changes with the wire across the lesion, which was resolved and the patient was fine. The staff said the physician didn't want to remove the wire and opted to leave it across the lesion, while they tried troubleshooting the error code 104 issue. Further details were not provided regarding the ischemic changes. By report, the customers' main concern was the error code on the system and troubleshooting. The manufacturer was not advised the patient experienced an adverse event until (B)(6) 2017 upon receipt of medwatch/user report (B)(4) provided by the (B)(4). No tests/laboratory data was available. Serial number not provided by the user thus lot, expiration and UDI number are unavailable implant and explant dates: the implant or explant dates are not applicable to this device. Per the medwatch/user report (B)(4) the device is not available for evaluation. Per the manufacturer's (ffr option) operators manual (ifr measurement is performed through the ffr option): "pressure cable bad." The error message is defined as "the system is not able to read the information stored in the guide wire pressure cable." The user is instructed to "do not use the current guidewire and pressure cable. Disconnect the cable from the pim-ffr and the error condition should clear. Replace the guide wire with a new one. If the problem persists, notify technical support." Per the instructions for use (IFU): adverse effects: as with all catheterization procedures, complications may be encountered with the use of the pressure guide wire. The major risks of coronary angiography and coronary angioplasty include: coronary vessel dissection, occlusion, perforation, embolus, spasm, local and/or systemic infection, pneumothorax, myocardial infarction, serious arrhythmias and death. The major risks of peripheral angiography or peripheral angioplasty include: dissection, abrupt closure, perforation, embolus, and spasm. Per the manufacturer's (system) operators manual: the manufacturer's system ffr option is not intended for long-term (hours) invasive pressure monitoring but rather is a diagnostic instrument for measuring pressure during catheterization procedures. The manufacturing documentation for devices sold to the customer in the 3 months prior to the event were reviewed and the devices met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode.

Event description:
It was reported per medwatch/user report (B)(4) received by the manufacturer, on (B)(4) 2017 that during a coronary ifr procedure both ifr machines malfunctioned causing wire to be in the coronary artery for extended period of time causing coronary spasm, reduction of blood flow and st elevation. Patient was symptomatic resulting in medical intervention, fluid resuscitation with eventual spontaneous blood flow restoration. The patient recovered to baseline shortly after interventions. Both machines have been removed from service, labeled as broken, supervisor and company representative notified. Manufacturer response for ifr machine, (per site reporter): no response to date what problem did the user have (check all that apply): device malfunction that is, the device did not do what it was supposed to do; this event is being reported because the patient experienced a coronary spasm during a procedure.